Event description:
The customer reported that this unit showed a power supply failure.

Manufacturer narrative:
(B)(4). The customer reported that this unit showed a power supply failure. The unit was evaluated at philips, and the failure was verified. Replacing the power pca resolved this failure. The unit passed all post-service testing and was shipped back to the customer site.